Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? No, it was just a part of. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, harh36 had been in use for about 15 minutes (with interruptions) and a warning was given to the generator to remove the machine from the patient. When the machine was removed to clean the jaws, it was observed that the teflon was detached and could no longer be used again. The procedure was delayed by 10 minutes. Another device was used to complete the procedure. There was no patient consequence.